Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A row of struts at the proximal end of the stent were distorted and raised off the balloon material. This type of damage is consistent with the stent meeting resistance possibly during the withdrawal of the device from the patient. The tip of the device was examined and there was no issue with its profile. The balloon cone profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. A visual and microscopic examination found no issue with inner/markerband profiles that could have contributed to the complaint incident. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 16x3.00mm, concentric, de novo target lesion contained <=45 degree bend and was located in the mildly tortuous and mildly calcified left circumflex artery (lcx). Following the insertion of a jl guide catheter, a non-bsc guidewire was advanced to cross the lesion. Subsequently, a 3.00mm x 20mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion despite repeated attempts. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.